Event description:
Healthcare professional reported right side deflation and textured to smooth exchange due to product concern. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported right side deflation and textured to smooth exchange due to product concern. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed two openings on posterior side assessed as surgical damage and unidentified (tear) opening (shell thickness within specification) and observed broken on plug strap assessed as unidentified (tear) opening. Anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Additional observations: observed creases on the device. No further actions are required as the device was implanted.